Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to product performance issue as per medical record. Additional information received indicated that this rv lead exhibited high pacing threshold during routine threshold testing. The lead is no longer in service. No additional adverse patient effects were reported.